Event description:
It was later reported that the patient passed out in a chair. Due to implications of capture management and adaptive bi-ventricular (bi-v) pacing, the implantable cardioverter defibrillator (ICD)  was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had two episodes of seizures with loss of consciousness during times with the left ventricular capture management was functioning on the device. The device remains in use. Follow up was conducted to determine the course of action, but attempts were unsuccessful. No further patient complications have been reported as a result of this event.